Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated sodium (na) patient sample result obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarter support center (hsc) reviewed the information provided by the customer and the instrument data files. The difference between the initial and repeat results indicated improper integrated multisensor technology (imt) system dilution by the imt probe for the initial sample processing due to poor sample quality. The customer worked with the rsc and a bleaching/flushing was performed to clean the imt system of sample gel/debris. There is no evidence of a product nonconformance. The cause of the event is unknown. The system is fully operational. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated sodium (na) patient sample result was obtained on a dimension vista 500 system. The result was not reported to the physician(s). The same sample was reprocessed on an alternate dimension vista system and on the original system. Lower results were obtained. The repeat result from the alternate dimension vista was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na result.